Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. A device history record (DHR)/sterilization record review of the packaging lot could not be performed since there was no reported lot number. The port was implanted into the patient more than 31 months prior to the patient's infection. There was no report of port device malfunction or performance issue during use. If the manufacturing/packaging/sterilization of the port device in question was to contribute to an infection in the patient it would have likely occurred shortly after the implant date and not more than 31 months later. Device directions for use (dfu) cautions that each access of the port should be performed using aseptic technique, following the institutions universal precautions. There is no indication from the reported complaint that the manufacturing/packaging/sterilization of the port device could have contributed to the patient's infection. Infection is cautioned in the device dfu as a potential complication of port system use. Labeling review: the direction for use (dfu) provided with the port device contains the following statements: contraindications presence of infection, bacteremia, septicemia or peritonitis. Warnings the device is to be implanted, used, maintained and removed in accordance with current evidence-based guidance for infection prevention from agencies/organizations such as centers of disease control (cdc) or the world health organization. It is recommended that institutional policies and procedures are updated periodically to reflect current evidence-based guidelines for infection prevention. Precautions carefully read and follow all instructions prior to use. After implantation or usage of the port, the system should be flushed to clear infusates and/or blood components in order to maintain patency. Refer to the "use and maintenance" section of this dfu for recommendations. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions potential complications/adverse events bacteremia, catheter thrombosis, catheter or port erosion through skin/vessel, inflammation, infection, implantation site necrosis or infection, thromboembolism, thrombophlebitis, tunnel infection. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
On (B)(6) 2023, (B)(6) underwent placement of an angiodynamics' xcela port device, catalog # h965440320. Upon information and belief, the device's description is as follows: xcela plus plastic port with filled suture holes and 8f x 63cm polyurethane catheter. The device at issue was implanted as a replacement for a mispositioned port by dr. (B)(6), do, at (B)(6) medical center, in (B)(6), for the chemotherapy treatment of plaintiff's lymphoma. On or around (B)(6) 2023, plaintiff presented to (B)(6) medical center in (B)(6) with a chief complaint of burning across her skin. Plaintiff's medical team determined that blood cultures were needed, where it was confirmed that plaintiff's xcela port was infected with staphylococcus aureus (mrsa). In or around (B)(6) 2023, (B)(6) defective port was removed by dr. (B)(6), md, at (B)(6) medical center, in (B)(6).